Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported an overdischarge event and that they continued to get a reposition antenna screen. They stated they were "taking shots at her other office" but were redirected to their device managing physician to meet with a manufacturer representative (rep). They reported that they met with a rep the previous night who jump started the patient's ins. The patient is going back on friday ((B)(6) 2017) to meet with the rep again for programming. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger .

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient reported that their recharger told them that the recharger needed to be recharged and ¿it was acting funny¿. The patient stated that they were having to recharge the recharger every other day and this occurred since the second week in (B)(6) when they went to the circus and had to go through a security scanner. The patient confirmed the recharger told them that the recharger needed to be recharged. The patient stated that they put the recharger on charge and now it was telling them that they needed to line up the antenna with their implant. They stated that they placed the antenna over the implant and switched it around, but it kept telling them the same thing. They stated that it would not come on. It was verified and patient confirmed the reposition antenna screen was on the recharger ((B)(6) 2017). The patient did not have their patient programmer with them for further troubleshooting. They stated that they last felt stimulation last week and their last successful recharge session was last week on wednesday (B)(6) 2017. Troubleshooting was done where the patient repositioned the antenna over the ins but this did not resolve the issue, the reposition antenna screen was just seen. The patient did not have their patient programmer with them at the time of the call, and the patient would call back before 4:30 pm for further troubleshooting when they had their pp. It was reviewed that if the patient was not able to communicate with their patient programmer as well, the patient would need to follow-up with their healthcare provider to get their device checked. No further complications were reported/anticipated.